Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was excess air pressure in the cartridge. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin delivery.